Event description:
It was reported that a right ventricular (rv) leadless pacemaker (lp) was explanted and replaced less than 2 years after implant due to device reaching the elective replacement indicator (eri). Patient symptoms and condition were unknown.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
Reported event of premature discharge of battery was not confirmed. The device was above elective replacement indicator (eri) level upon receipt. Visual inspection noted outer helix length was out of specifications; the elongation of the helix was consistent with implant damage. Analysis performed did not find any anomaly and battery voltage was above elective replacement indicator (eri) level. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.